Manufacturer narrative:
H10: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, and after a few minutes of the vent being unplugged from the wall, the vent went into "vent in op." The problem with the vent was determined to be the battery. Battery replaced, vent tested, and found to be within specifications according to the vela service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator went inop while on patient. The respiratory therapist was trying to move the patient when the unit was unplugged from the wall. The vent alarmed then turned off. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.